Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that an ophthalmic gas regulator valve hissed, but would not dispense gas into the syringe during surgery. Patient impact information is unknown. Additional information has been requested. Additional information was received which clarified that the patient ultimately received filtered room air in order to complete the procedure.

Manufacturer narrative:
The returned regulator valve had the o-ring place over the end of the fixture. Additionally, a crack in the o-ring could be seen. The o-ring was replaced. The sample regulator valve has been in use since 2011. The o-ring is a replacement part provided by the manufacturer. The black on/off knob was missing from the returned sample and was not found in the package. The actual on/off valve was found to be jammed in the open position. Once loosened, it could be turned by hand. After reassembly, the regulator went through final test and passed. It should be noted that a defective o-ring can cause a leak that prevents gas flow through the regulator. Also, a loose set screw can give the appearance that the black knob on the regulator is stripped in that the knob does not activate the opening and closing of the regulator. A review of the manufacturing records did not reveal any related nonconformity during the manufacture of this product. Based on quality assurance assessment, the product met specifications at the time of release. A review of complaint records showed no confirmed complaint against the reported lot number. An ophthalmic gas tank was used in conjunction with this report. A review of the lot specific manufacturing records did not reveal any related nonconformity during manufacturing for the gas tank product. Based on quality assurance assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for the associated gas tank from lot 429628. The root cause of the reported event can be attributed to the nonconforming regulator. Complaint data will continue to be monitored for evidence of any adverse trending and corrective action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).